Event description:
Revision surgery - due to patient complained of pain.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01453; 509-02-032, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.